Event description:
It was reported that the device misfired. There was no patient injury. This report is being filed for the findings upon device investigation. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip present in the jaws. The jaw was in alignment and the components met visual inspection criteria. Upon evaluation, the remaining 12 clips were cycled, fed and produced with proper form. After the last clip was fired, the locking mechanism did not engage as intended. The device history record was reviewed, and no discrepancies were noted.